Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 18-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported via FDA medwatch / FDA user facility report mw report mw5168362 received on 19-jun-2025 and the following information was provided: patient was admitted in (B)(6) 2024 for multiple co-morbidities. Speech recommended a percutaneous endoscopic gastrostomy; discussion held with family on (B)(6) 2024 decisions to hold off till following week. Decision made for cortrak, which was inserted on (B)(6) 2024. On (B)(6) 2024 surgery was notified of a pneumoperitoneum seen on a computed tomography. Patient had complained of new-onset left upper quadrant abd pain. CT showed cortrak outside of the gastric lumen. Cortrak removed & exploratory lap procedure done to repair gastric perforation & completed a cholecystectomy with ngt was placed for gastric decompression. Patient recovered for gastric perforation & was transferred to (B)(6) on (B)(6)2024 for ophthalmologic evaluation for left eye infection. Then transferred to (B)(6) on (B)(6) 2025 for CT guided chest tube placement.